Manufacturer narrative:
Product complaint # (B)(4). Additional information was received that only the insert was revised. It is reasonable to conclude that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision. Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.

Event description:
Clinical adverse event received for poly failure and tibial fracture. Event is serious and is considered severe. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2021 date of revision: unk. Date of event: (B)(6) 2023 (left knee). Treatment: revision; tibial base was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.